Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt was riding their bike on a trail and a walker, also on the path, crossed over and out right in front of the pt. The pt crashed and ended up having a compression fracture. The peri-prosthetic fracture allowed the stem to subside. The stem and head were removed and a modular hip from stryker was implanted along with side plate and cables from competitor."